Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was initially inflated at an unspecified inflation rate, however upon second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).